Event description:
A broken door handle. Information was not provided regarding whether or not the problem occurred during a patient infusion. Although baxter attempted to obtain information was not provided regarding whether or not the problem occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of injury or medical intervention.